Manufacturer narrative:
The reported event cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-01590. It was reported the patient complained of ipg and lead site pain/inflammation. The patient stated the ipg site was swollen and red. Follow up identified cultures confirmed an infection. The patient was admitted to the hospital and the scs system was explanted. The patient was placed on a drain and stayed hospitalized through the weekend to receive antibiotic therapy. Additionally, the physician scheduled for the patient to see an infectious disease specialist.